Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the marginal artery. A 2.50 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, the balloon did not inflate and the stent was dislodged. A new synergy stent was advanced and inflated to crush the dislodged stent in the marginal artery. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 10:13 am CT. The report number is being corrected from: 2134265-2018-64396 to: 2134265-2018-62680.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the marginal artery. A 2.50 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, the balloon did not inflate and the stent was dislodged. A new synergy stent was advanced and inflated to crush the dislodged stent in the marginal artery. No patient complications were reported. Device evaluated by manufacturer: a synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis without a stent. No stent returned. The balloon was reviewed. There was no stent on the balloon. The balloon wings were wrapped. Crimp markings were evident on the balloon wall indicating correct crimping and positioning of the stent prior to the complaint incident. An attempt was made to inflate the balloon but the balloon was unable to be inflated due to shaft polymer extrusion damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the inner and outer shaft polymer extrusion damage to the inner extrusion at 3mm distal to the exchange port. An attempt was made to load the device on to a recommended 0.014" guidewire but it could not be loaded due to hardened medium blocking the lumen. The device was soaked in a water bath at 37degrees for 24 hours after which the guidewire was loaded without any issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis.